Event description:
Clinic notes dated (B)(6) 2013 indicate the patient had one seizure a week and the seizures are more prolonged or stronger. Although it was initially reported that the vns battery was at end of service, the vns device was returned to the manufacturer after explant and found to not be at end of service. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an eri condition. A battery life estimation resulted in 0.65 years remaining before the eri flag would be set. However, an incomplete programming history indicates the estimation does not use all the data required to make an accurate estimation. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no anomalies exist and the eri condition is an expected event. The pulse generator module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
Follow up with the physician found that the seizures were not related to vns. There were no vns complications per the physician.